Event description:
It was reported that the pt visited the clinic several times complaining that her implant was only functioning intermittently. After changing all the external parts, the clinic decided to perform further testing. This confirmed that the implant has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.